Event description:
On (B)(6) 2009, a (B)(6) female pt underwent revision surgery to extend a construct. The date of the initial fusion surgery is unk. The pt's previous fusion surgery was from l5-sland was successful. As the surgeon was removing a screw, a prong on the incompass universal driver broke. There was no harm to the pt. The surgeon continued with the adjacent level fusion at l4-l5 using another universal driver. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Device is an instrument and not implantable. Pending eval of product.